Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive). The reporter stated that the up arrow and down arrow keypad buttons were having response issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/01/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact and the audio bolus button was found to be torn. During testing, all keypad buttons responded appropriately. The audio bolus button was responsive. During investigation, the keypad was removed and no contamination was found. Unrelated to the complaint, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.